Manufacturer narrative:
Combination product: yes.

Event description:
This rv lead was explanted due to threshold and sensing issues since upgrade to biv pacemaker on (B)(6) 2022. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. An extraction aid was found inside the lead. The lead body between 38 and 45 cm distal to the is-1 connector pin and the lead tip including the ring electrode and fixation helix were found covered in fibrotic growth. The calcification can be assumed to be the root cause of the clinical observations. Furthermore, several cuts into the insulation and a bent fixation helix were found, which probably occurred during the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.